Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicated that the device is manufactured on 03/26/1991 and was last repaired on 08/19/2010 for non-related issue. Eval of the device observed nicks along the leading edge of the head of the hand piece and control bar and that the device did not operate. Prior to repair, the device was within calibration specs at all tested thickness settings. During repair, the motor could not be separated from the motor sleeve. Additionally, the shaft did not rotate and corrosion of the exterior causing was observed. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the exterior casing and potential corrosion to the interior of the casing and motor, which most likely damaged the motor over time. Therefore, lack of preventative maintenance by the customer likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer meshgraft ii, the center of the blade was not cutting. No add'l clinical info was received prior to this report. If add'l info is received a f/u medwatch will be submitted.